Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint ¿the end of the jaw broke off inside the patient during suturing of the cuff during a robotic-assisted total laparoscopic hysterectomy (ratlh), all part were retrieved¿. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.105" x 0.214" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips-tips is typically attributed to excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product. Review of the provided image is consistent with the customer reported issue of the broken instrument. A review of the instrument logs was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The mega suturecut needle driver has 11 uses remaining after last use. The instrument has a maximum of 15 uses. This complaint is reportable due to the following: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the jaw of the mega suture needle driver broke off inside of the patient during suturing. The pieces were retrieved and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the piece was retrieved by using an atraumatic grasper by the first assist, under direct visualization and supervision of the surgeon. Only one piece was seen as broken and pieces matched up when obtained. No additional surgical procedure was required. No post-operative test like an x -ray or ultrasound was performed to check for remaining fragments; the abdomen was checked by the surgeon and he witnessed the break. The customer was not sure what the surgeon believed caused the instrument to break or caused the fragment falling issue. It is unknown for how long the instrument was in use, however, only 1 out of 15 lives remained. The instrument was inspected prior to use and no damage was noted. No issues were noted prior to the breakage. The surgeon was suturing a vloc 0, gs-22 there were no other instruments or hard material. The instrument was not removed prior to the break. Upon removal of the instrument through the cannula, the wrist was straightened. No resistance was felt upon removal. No damage was noted on the cannula. No other damages were noted on the instrument. There was no injury to the patient. The customer did not return to the hospital due to post-surgical complications.